Event description:
The pump was returned for investigation. Investigation revealed contamination found on the force sensor assembly with a green substance and the force sensor was found to be out of specification. Investigation also revealed a faded and discolored display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 07/19/2013.

Manufacturer narrative:
Follow-up #1 date of submission 08/14/2013 device evaluation: the pump has been returned and evaluated by product analysis on 07/19/2013 with the following findings: a review of the prime history revealed multiple large prime volumes. The rewind, prime and load steps were successfully performed on the pump with no issues with loss of prime. Investigation revealed when the pump cover was removed, contamination with a green substance was found on the force sensor assembly and the force sensor was found to be out of specification. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.